Event description:
During a remote follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. Provocative testing was performed and the noise was able to be reproduced. Reprogramming was performed however, no further intervention has been performed. The patient was stable and will continue being monitored.